Event description:
It was reported that the patient presented to the hospital due to pain at the pocket site. Blood cultures were positive for infection. The patient's pacemaker, the right atrial lead and the right ventricular leads were explanted due to the infection. The patient was stable throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.